Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation where the reported issue was confirmed and a bent pin was found inside the video connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause of the issue is likely that the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in terminal buckling and the reported issue. Since the device was manufactured over nine years ago, it is possible that the pins wore out due to repeated insertion/removal of the scope over an extended period of time. The device's instructions for use states the following caution: "never apply excessive force to connectors. This could damage the connectors."

Manufacturer narrative:
The unit was returned to the service center and is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the image displays intermittently due to a failing camera connection. There was no patient involvement reported.